Event description:
The manufacturer received information alleging a trilogy ev300 device failed active exhalation verification pre-diagnostic system test prior to field change order implementation. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.